Manufacturer narrative:
Product not returned to manufacturer, product complaint type will be monitored.

Event description:
The facility reported that a patient had symptoms that looked like a dermatitis to tegaderm, then became oozing. The facility reported that the catheter was removed and the patient is improving.